Manufacturer narrative:
Analysis of the pump revealed high battery resistance. Interrogation of the pump determined it was used to infuse dilaudid 2.5 mg/ml at 1.0014 mg/day, baclofen 450.0 mcg/ml at 180.26 mcg/day, and clonidine 150.0 mcg/ml at 60.09 mcg/day.

Event description:
The pump was received by the manufacturer on on 2016-nov-02 without documentation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.